Manufacturer narrative:
Patient information was unavailable from the site. Device lot number unavailable. Device has not been returned to the manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported the ball-tip planar passive probe tip was deformed. It was noted that the damaged probe was still able to be verified. The procedure was performed with the use of planar sharp passive probe. This issue was noted intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was originally reported that the instrument could not be verified due to deformation, however, the site found that the instrument could be verified and was not actually damaged. The site is still able to use the instrument.